Event description:
Paramedics responded to a person who was down for a long time from a suspected cardiac arrest. The device was connected to the patient with disposable defibrillation/ECG electrodes and diagnosed with very fine ventricular fibrillation vs. Asystole. The patient was shocked once with the device that converted the patient's rhythm to asystole. External pacing with the device was initiated but, according to the reporter, the device stopped pacing with connect electrode alarms x4 and had to be manually restarted each time. The patient was not resuscitated but the reporter stated the patient was not viable and indicated the alleged malfunction did not cause or contribute to the patient's death.